Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 73 months after the implantation, during a remote follow up, an alert for high defibrillation impedance (>200 ohms) was noted on the right ventricular (rv) channel. Then during the lead revision procedure, insulation damage was visually observed on the rv lead. The proximal part of the lead has been cut and removed and is not available for return. Electrical parameters were within normal limits following the procedure. The patient was stable with no consequences. No further information is available.